Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings: a review of the pump black box showed an unexplained pump reboot on (B)(6) 2018. The pump history indicated that the pump was powered back on, however, the time and date was not correct; the pump ran on the default time/date until end of use. A visual inspection of the pump revealed the battery compartment cracked above and below the bumper pad. No moisture or corrosion was observed in the battery compartment. The returned battery cap had stripped threads; it was unable to maintain electrical connection and reported power issue was duplicated. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24-hour duration test; no pump reboots were duplicated during this time. The total daily dose values added up correctly and reflected the user¿s programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Unrelated to the complaint, investigation revealed that the display had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 20 mmol/l with symptoms of vomiting and excess urination. The patient had discontinued pump therapy prior to the blood glucose excursion and was using injections for insulin delivery. The reporter stated that the pump had lost power and the battery compartment was cracked. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of a cessation of pump therapy due to a power issue.